Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 2 patient samples on a cobas 6000 c (501) module. Patient 1 had an initial na result of 118 mmol/l and an initial cl result of 111 mmol/l. The initial results were reported outside of the laboratory. The doctor questioned the results as they did not match the patient's clinical picture and the sample was repeated. The repeat na result was 134 mmol/l and the repeat cl result was 97 mmol/l. Patient 2 had an initial na result of 107 mmol/l and an initial cl result of 124 mmol/l. The customer was prompted to repeat the sample as a doctor questioned the first patient's results. The initial results were not reported outside of the laboratory. The sample was repeated on another c501 analyzer and the na result was 134 mmol/l and the cl result was 97 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. Calibration was last performed on 13-jun-2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found that the sipper nozzle was damaged and replaced it and cleaned the bath. Ise checks, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.